Event description:
Medtronic received information that following the implant of this 29mm transcatheter bioprosthetic valve a post balloon aortic valvuloplasty (bav) was performed. Mild paravalvular leak (pvl) was resultant. It was reported that the patient¿s blood pressure was low and the patient had a heart rate (hr) of 90 beats per minute (bpm). It was reported that the patient went into ventricular fibrillation (vf) and ventricular tachycardia for an hour prior to the patient death. Cardiopulmonary resuscitation (CPR) and defibrillation were performed but were unsuccessful. Subsequently, the patient expired due to low blood pressure and ventricular tachycardia, which was noted to be related to a patient condition.

Manufacturer narrative:
The product remained implanted in the patient. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Additional patient information has been requested but has not been received by medtronic. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.